Manufacturer narrative:
The customer's precision and qc results were acceptable. No other issues were reported after the event. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect na for gen.2 results for 1 sample on a cobas pro ise analytical unit. The initial result was 155.1 mmol/l. This result was reported to the patient's physician, who requested the sample be repeated due to the result not correlating with previous results from the patient. The repeated result was 141.3 mmol/l. The sample was repeated on a different analyzer and the result was 140.6 mmol/l. The electrode lot number and expiration date were requested, but not provided. It is unknown which result was believed to be correct.